Manufacturer narrative:
Event is not reportable as it is due to patient's progression of lateral compartment disease.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure and subsequently the patient was revised due to upsize bearing.